Event description:
Pump alarmed, then sent message "help, help, help" the "take lines out of channel" "internal failure". IV fluids began free flowing into pt. During alarm, levophed in lt artium, dopamine and heparin in central line. Pt's bp went up to 240/130, hr 130.